Manufacturer narrative:
.

Event description:
On (B)(6) 2013, clinic notes dated (B)(6) 2013, were received which indicated that the patient is having an increase in seizure frequency. The patient's last seizure was on (B)(6) 2013 and the patient has had a total of 77 seizures over the last year from (B)(6) 2012-(B)(6) 2013. The patient's vns was interrogated and found to be at near end of service. The physician stated that this is most likely the cause for the increase in seizures and referred the patient for battery replacement. However, the patient's mother reported that she is not sure if she wants the vns replaced at this time as she is not sure that the vns was actually doing anything. Good faith attempts for further information from the physician have been unsuccessful. Although surgery is likely, it has not occurred to date.